Event description:
A female pt reported that she experienced acanthamoeba keratitis (od) while using complete easy rub to care for her focus soft colors monthly disposable contact lenses. Pt and her husband have been using the brand for over a year (he is not having any problems). She consulted her eye care practitioner for what she thought were allergy related symptoms (irritation and photophobia). A culture was performed and pt was initially prescribed vancomycin and tobradex to treat what the doctor suspected was either a bacterial or fungal infection. The culture results were negative. The doctor referred the pt to a corneal specialist who performed another culture for acanthamoeba. These results were positive for acanthamoeba. Phmb was added to pt's regimen, 1 gtts every 30 minutes. Pt stated that she is still being treated and improving but has a white stripe across her eye that is affecting her visual acuity. She discards her solution each day and rinses her lens case with water. She typically uses a lens case for several months. Pt does not follow the rub/rinse step, but does shake her lens case after closing it with solution and lenses in it because she feels that this should do the same thing as rubbing/rinsing. Pt has possession of the bottle of solution that she was using and has agreed to provide to amo for testing. She discarded her contact lenses/lens case. Additional info has been requested; response pending.

Manufacturer narrative:
No other complaint have been received against the reported lot. A review of the records for this batch of product has not revealed any anomaly during the manufacturing processes. No specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Retain eval is in progress. Complaint unit has been requested but not received by amo. Additional info regarding event, hcp info, product and outcome requested via letter 05/11/2009. Follow-up call to pt 06/03/2009; no response. Root cause has not been established. Other (for use when appropriate pt code cannot be identified) = photophobia; other (for use when appropriate pt code cannot be identified) "white strip".